Event description:
It was reported to philips that the device failed opcheck for ECG with an ECG equipment malfunction message. The device logs indicated an ECG front end failure. There was no patient involvement.